Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving drug, concentration at dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the hcp wanted to know magnetic resonance imaging (MRI) guidelines. The nurse had told him that the device sometimes worked and other times it didn't. There were no reported symptoms. No further complications were reported.